Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer stated that the tower door was double-clicking, and the malfunction happened when the user was trying to issue the medication to the patient. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch and cable connection issue. A field service engineer replaced the latch, tightened the harness, applied conductive grease and reseated the cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.